Manufacturer narrative:
A customer reported that a lower than expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 integrated system when compared to a tsh result obtained from the same sample tested with a non-vitros roche cobas method. The assignable cause of the event is unknown. Biotin interference cannot be ruled out as contributing to the event as the customer stated the patient is taking biotin, however, the dosage of biotin taken by the patient was no provided. Per the vitros tsh instructions for use, known interferences section: specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples. Historical quality control results indicated vitros tsh reagent lot 7320 was performing as intended on the vitros 5600 system. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros tsh reagent lot 7320. No diagnostic within-run precision testing to assess the performance of the vitros 5600 integrated system was performed. Therefore, a performance issue with the vitros 5600 integrated system cannot be completely ruled out.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 integrated system when compared to a tsh result obtained from the same sample tested with a non-vitros roche cobas method. Correlation sample 17 vitros tsh result of 0.334 miu/l (hyperthyroid classification) vs. The roche cobas tsh result of 3.02 miu/l (euthyroid classification) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros tsh result obtained from the patient sample was reported outside of the laboratory. The customer stated that no corrected reports were issued, however, no treatment was stopped, started or altered based on the vitros tsh result reported. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).